Event description:
A report was received that alleges the listed tracheostomy tube was found broken at the cuff within the first hour of use. An emergent tracheostomy tube change was performed. No incident related medical sequela was reported.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.